Event description:
It was reported that once the packaging was opened, a hair was noticed inside the sterile tray. This was not used on the patient.

Manufacturer narrative:
We received one intro-flex introducer for examination. The kit and the tyvek cover had been opened. The introducer kit does not appear used or damaged. Examination of the open introducer kit found what appeared to be a hair taped to the tray. The hair like substance is 2.5" long and brown in color. Chemistry testing found the substance showed similar absorption characteristics when compared to protein like material. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Lot number was not provided, therefore, review of the manufacturing records could not be completed.